Event description:
On (B)(6), 2010, a respiratory therapist reported that inomax (B)(4) was having nitric oxide (no) readings fluctuating between 20 and minus 10 parts per million (ppm), while in use on a patient. The device passed low and high calibrations, according to site, but during the performance test, the nitric oxide (no) readings bounced from minus 0.5 to 20.8 ppm. The respiratory therapist stated both low and high no alarms and no < or > alarms were sounding. The patient was switched to another device and the respiratory therapist stated that there was no impact to the patient. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation.